Event description:
It was reported that in review of the all-infusion detail report, the large volume pump (lvp) s/n (B)(6) was showing as being attached and used on two (2) different pcus located in different nursing units. In the sicu (surgical intensive care unit): ¿ on (B)(6) 2024 at 1942, an electronic order for propofol 10mg/ml was associated with pcu s/n (B)(6) and lvp s/n (B)(6) in the sicu. ¿ between (B)(6), the propofol infusion was titrated multiple times, and infusion verified multiple times and remained associated (no changes to the order) until (B)(6). ¿ on (B)(6) at 1211, the infusion was stopped on the pump and manually stopped (no infusion verified) in epic (electronic medical record). The order remained active until (B)(6), but the medication was not infusing. ¿ between (B)(6), the customer stated they were "not sure where the lvp was, but the bd data doesn¿t show that it was used on any other patient". Pcu s/n (B)(6) remained on patient with other medications infusing via interoperability (but not any propofol). ¿ on (B)(6) at 1000 the nurse caring for patient "infusion verified" in epic and pulled a mar administration in for 1000 of 1,924.855mcg/kg/min of the propofol order that had been associated to that patient on (B)(6). The pump information in the mar showed it was coming from lvp s/n (B)(6). Per customer, lvp s/n (B)(6) was "not on this patient, nor in the room, in fact it was attached to a completely different pcu in a completely different location of the hospital on a completely different patient (see below)". In the ed (emergency department): ¿ on (B)(6) at 0948, lvp s/n (B)(6) was showing as attached to a different pcu, pcu s/n (B)(6) and was manually programmed for ¿maintenance ivf¿ in guardrails in the ed. Normal saline was infusing at 999ml/hr. The customer believes that this infusion rate "pulled into the infusion verify on the mar for propofol on the patient in sicu mentioned above. The customer is asking how did this occur? That the lvp s/n (B)(6) was not showing as being connected to the original pcu s/n (B)(6) anymore. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: device eval by manufacturer?, imdrf annex b code, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an interoperability issue where the suspect pump module infusing propofol was found on a different pcu in another area of the hospital but was still found associated with the patient that received the propofol infusion in the emr is attributed to a use error in failing to disassociate the patient from the pump module. ® a review of the associated pcu event logs showed the suspect pump module infused propofol to a patient from (B)(6) 2024 2024 at the time of 12.11 pm when the pump module was turned off (idle). The suspect pump module was attached to the pcu s/n: (B)(6) when the above infusions were performed, and it remained attached to the pcu in an idle state until the date (B)(6) 2024 at the time of 5 15 pm when it was recorded to have been removed. The suspect pump module was attached to the pcu s/n' (B)(6) on the date (B)(6) 2024 at the time of 9.48 am. The pump module infused maintenance ivf until the time of 2' 18 pm when it was turned off shutting down the system. ® the device logs did not show any events of a system malfunction occurring during the period in question and there was no report of patient harm associated with the emr system discrepancy. Per product labeling, bd is not responsible for or has any involvement with the linkage between the interoperable third-party system and the infusion module. The facility is required to reach out to their third-party emr vendor for detailed instruction the devices were in use for treatment purposes as intended per 21 cfr 820 198(d)(2). Root cause: the probable cause for the reported interoperability issue is attributed to a use error in not performing the required third-party vendors workflow steps to disassociate from the patient the suspect pump module infusing propofol when it was removed from the pcu s/n' (B)(6). There was no alans system malfunction that occurred during the reported events. The facility is to reach out to their third-party emr vendor for detailed instruction on how to associate or disassociate devices from the patient in the emr system. Note that this report lists imdrf annex a0404, a040502, g02017, g0301201, c07, c0601, d01, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that in review of the all infusion detail report, the large volume pump (lvp) s/n (B)(6) was showing as being attached and used on two (2) different pcus located in different nursing units. In the sicu (surgical intensive care unit): on (B)(6) 2024 at 1942, an electronic order for propofol 10mg/ml was associated with pcu s/n (B)(6) and lvp s/n (B)(6) in the sicu. Between (B)(6) 2024, the propofol infusion was titrated multiple times, and infusion verified multiple times and remained associated (no changes to the order) until 22 june. On (B)(6) 2024 at 1211, the infusion was stopped on the pump and manually stopped (no infusion verified) in epic (electronic medical record). The order remained active until (B)(6) 2024, but the medication was not infusing. Between (B)(6) 2024, the customer stated they were "not sure where the lvp was, but the bd data doesn¿t show that it was used on any other patient". Pcu s/n (B)(6) remained on patient with other medications infusing via interoperability (but not any propofol). On (B)(6) 2024 at 1000 the nurse caring for patient "infusion verified" in epic and pulled a mar administration in for 1000 of 1,924.855mcg/kg/min of the propofol order that had been associated to that patient on (B)(6) 2024. The pump information in the mar showed it was coming from lvp s/n (B)(6). Per customer, lvp s/n (B)(6) was "not on this patient, nor in the room, in fact it was attached to a completely different pcu in a completely different location of the hospital on a completely different patient (see below)". In the ed (emergency department): on (B)(6) 2024 at 0948, lvp s/n (B)(6) was showing as attached to a different pcu, pcu s/n (B)(6) and was manually programmed for ¿maintenance ivf¿ in guardrails in the ed. Normal saline was infusing at 999ml/hr. The customer believes that this infusion rate "pulled into the infusion verify on the mar for propofol on the patient in sicu mentioned above. The customer is asking how did this occur? That the lvp s/n (B)(6) was not showing as being connected to the original pcu s/n (B)(6) anymore. There was patient involvement but no harm.